Event description:
The reporter indicated that after the pt received their vns implant, they started having several seizures, which were more violent than before. Approximately 2.5 weeks following the vns implant, the pt was hospitalized (ICU) due to severe seizures. The reporter also stated that the pt had severe sleep apnea which they had never had before. The generator was reprogrammed at the hospital. The reporter stated that the pt is now doing "great." Further follow-up with the treating neurologist revealed that device parameters were increased approximately two months following the reported event, and the pt is stable. The physician also reported that the event is "probably not" related to the vns; it may have occurred because of medications.